Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line in an unspecified quantity of clearlink solution sets. This issue was described as, ¿the sets were getting lots of tiny air bubbles which became foam¿. The sets were delivering adenosine 90mg in 90ml of saline 0.9% at a rate of 660ml/hr (11ml/min). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.